Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump was exposed to moisture and the device alarmed. Troubleshooting was performed and the display was frozen. Also, the mother stated that the insulin pump had cracks at the bottom left hand corner. No further info was provided.